Manufacturer narrative:
The reported event that bone screw variax2 t10, full thread, 3.5mm / l50mm was alleged of 'device stripped/twisted' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied torsional force during screw removal. The device inspection revealed the following: that some pieces of swarf were indeed getting uncoiled during screw removal . Note that the screw is damaged on the inner edge of the thread approximately 3/4 of the screw length which clearly indicates that the uncoiling took place during the screw removal. As mentioned; the surgeon stopped and decided, as the wrong screw was being chosen (too long) and a shorter screw was exchanged instead. The length of the swarf lead us believe that the screw was positioned on an unfavorable angle so that the material was getting uncoiled during removal (high torsional force). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that as the screw was being removed to be changed for shorter one, the threads sheared off completely.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that as the screw was being removed to be changed for shorter one, the threads sheared off completely.